Event description:
It was reported that intermittently, after entering the carbohydrate value into the pump bolus calculator, the recommended insulin dose did not show on the display. Customer would perform the calculation steps multiple times before the value of insulin was displayed. Customer's blood glucose was 146 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.